Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the down arrow keypad button has been intermittently unresponsive for the past two months. He noted that the keypad buttons click and spring back as expected. The family member stated that there is no physical damage to the rubber keypad except that the button symbols are worn. He stated that the pump is exposed to pool water while swimming, and that the patient wears the pump in a pouch on her waist.